Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right triathlon knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding audible noise involving a triathlon knee system was reported. The event was not confirmed. Medical records received and evaluation: the provided records were rejected for review by a consulting clinician. Confirmation of event description, and physical examination of patient describing the reported clicking would be required to provide a meaningful dictation for this case. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review found no other events have been reported for the subject manufacturing lot. Conclusions: the event could not be confirmed nor the root cause of the reported audible noise determined due to the minimal information received. The following product was added to the complaint after the initial medwatch was submitted: cat. No.: 5551-g-320, triathlon asymmetric x3 patella, lot code: vjne. Cat. No.: 6197-9-001, simplex p with tobramycin 1 pack, lot code: mbu015. Cat. No.: 5575-x-000, triathlon fix. Peg 2 per pk, lot code: eclcp. Cat. No.: 5515-f-302, triathlon ps fem component, cemented, lot code: idkta . Cat. No.: 5521-b-400, tri ts baseplate size 4, lot code: hltla.

Event description:
It was reported that the patient started to experience clicking and popping in her right knee approximately on (B)(6) 2013. Patient reports no pain but states that occasionally the back and side of her knee are sore.

Event description:
It was reported that the patient started to experience clicking and popping in her right knee approximately on (B)(6) 2013. Patient reports no pain but states that occasionally the back and side of her knee are sore.